Manufacturer narrative:
The unit was received with the mayfield 2 lock having rotational movement after unit was locked. Repair could not duplicate unit coming unlocked; general maintenance and cleaning required. A device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Root cause was unknown. However, the most probable root causes outlined in our risk management file: incorrectly assembled device. Improperly tested/inspected device . Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure. Device identifier # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that there was patient slippage on an a3059 mayfield composite series skull clamp on (B)(6) 2019 due to a locking knob malfunction. This caused a 4 to 5 centimeters (cm) laceration due to the skull pins. When the patient was in the head clamp and was ready for a chiari malformation procedure, the surgeon moved the patient for a better angle/approach. Due to this, the locking knob skipped 2-3 times causing slippage and causing the laceration. Additional information was received on (B)(6) 2019 indicating that the (B)(6)-year-old female patient had a left temporal region laceration. An a1083 mayfield disposable adult skull pins (steel) were used. There was a 20-minute surgery delay with no patient impact. The patient was initially positioned prone but was flipped to a supine position to suture the laceration. After suturing, a new mayfield and skull pins were applied for head fixation.